Manufacturer narrative:
The returned device was evaluated and a tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. Corrosion caused by the internal leak was found on the pcb, bottom battery and chassis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 26.7 mmol/l (480.6 mg/dl with ketones of 1.2). The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated by administrating insulin.